Manufacturer narrative:
Product analysis : analysis confirmed customer comment that output connector assembly is broken. Backlight issue with connector main printed circuit board (pcb). Upper case is broken. Lower case is broken. Main seal is contaminated. Display wires are pinched, wire insulation not compromised. Three case screws are contaminated. Needs battery drawer shorting bar. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular connector of the external pulse generator (epg) was damaged, and it would not secure the cable. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.